Manufacturer narrative:
Insulin pump alarmed a64 during self test. Problem isolated to radio frequency board. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, a21 error test, off no power test and all operating current test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rf pic failed self-test. The customer's blood glucose value was 380 mg/dl. The customer was assisted with troubleshooting and reported that they were able to clear the alarm and able to rewind the insulin pump. Self test was failed. The customer was advised to replace and to revert to the back-up plan. The insulin pump will be returned for analysis.